Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. (The importer) is submitting a single report on behalf of b. Braun melsungen (the manufacturer). This report has been identified as b. Braun medical internal report# (B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be provided after the examination results are available.

Event description:
As reported by user facility: customer reports: sudden shut down while in use which caused a delay in therapy.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at a rate of 100ml/hr and 100ml (dl: ivfluid; piggyback) with 3ml/hr and .1ml (dl: ivfluid; main). The test results were within specifications. The pump's operational log was reviewed and there were no indication that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up report will be submitted.